Manufacturer narrative:
(B)(4). The insulin pump was received with a rf pic failed self test alarm during the self test and a sensor loss alarm due to a faulty rf board. The insulin pump passed the displacement test, the rewind test, the basic occlusion test, the prime test, the excessive no delivery test, the occlusion test, and the unexpected restart error test. The insulin pump passed all the operating currents tested within the specifications range and passed the off no power test. The insulin pump was received with a cracked reservoir tube lip and minor scratches on the display window, as noted by analysis.

Event description:
The customer reported via phone call that, the customer received insulin pump error after performing self-test. The blood glucose was 247 mg/dl at the time of the incident. Customer stated that after getting the lost sensor he realized his meter was not reading over to the pump as well. Alarm did not occur during the rewind/prime sequence. Assisted customer in performing a self-test and test was failed. Customer also received lost sensor alarm. Customer states lost sensor did not occur within about 20 min after immediately entering a blood glucose for calibration. The customer advised to disconnect the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.